Event description:
This is a report of a patient who was found to have air in their abdomen during peritoneal dialysis therapy on the homechoice device. The patient was hospitalized for symptoms of abdominal pain, dizziness and constipation as a result of the air in the abdomen. The patient received unspecified antibiotics as a preventive measure against infection. The patient was discharged from the hospital but readmitted a couple days later for similar symptoms. The hc was exchanged and the patient recovered from all events but constipation. Therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. An event history log review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the device was received for evaluation. The device passed electrical and functional testing. A short simulated therapy was performed and completed successfully. A review of the service history and device history was performed and no issues were identified. A review of the device event history log was performed. There were no failures or malfunctions identified that could have caused or contributed to the reported event. The cause of the reported event could not be determined.